Event description:
It was reported that lead impedance during pulse generator replacement via an analyzer was 235 ohms. Later in 2008, the patient presented for follow-up with ventricular lead impedance less than 200 ohms in both configurations. The the lead would be monitored through intensified clinical follow-ups. The lead remained programmed in the bipolar configuration.

Manufacturer narrative:
Na